Event description:
Coloplast aris sling inserted for urinary stress incontinence. Immediate urinary retention requiring ER visit for catheterization. Onset of severe left sided thigh, groin and buttock pain on day 3. Numerous visits to physician for eval of pain. Urologist stated she had never seen this type of pain before but was given steroid and lidocaine injections. X 2 on separate occasions without relief. After no relief, referred to (B)(6) physical therapist for 5 months of therapy. Minimal relief obtained. Physical therapist referred me back to urologist after internal exam revealed recurrence of pain when palpating sling. Back to operating room, (B)(6), 2011, for lysis of both sides of sling. Some relief from pain noted but still having posterior thigh pain. (B)(6) begin to feel vaginal discomfort, the sensation of being stick with something sharp. Pain became worse by june and sex made discomfort worse for 3 to 4 days afterwards. Groin and thigh pain becoming more intense along with muscle spasms to the rectal area. (B)(6) 2011 went to see my gynecologist for a second opinion. He confirmed erosion of sling material in two areas of vagina and said sling was probably irritating a nerve which was causing the pain. Referred to urogynecology at (B)(6). States there are not many doctors who can remove mesh. (B)(6) doctor does exam in (B)(6) and confirms erosion and genitofemoral nerve irritation and explains removal. (B)(6), 2011 had mesh removed. Time will tell if the pain will go away or be chronic. This sling so far has cost me (B)(6) after insurance. My urogynecologist told me that I was not even the type of pt who should have a tot sling. Doctors must be better trained to use these products and must be able to treat it's complications. Pts must be made more aware of complications and the costs involved.